Event description:
The customer reported that her blood glucose reached 21 mmol/l (378 mg/dl) less than a day after the pod was activated.

Manufacturer narrative:
The returned device was evaluated. Corrosion and leakage were found within the pod. The investigation concluded that the source of the leak was a damaged cannula which possibly occurred during manufacturing. Qualification records were reviewed and the product met all acceptance criteria.